Event description:
The "stent came off the balloon prior to placement after removing it from the tubing". The patient was undergoing an interventional procedure to reopen a clotted off graft. It was reported that attempts to pass a wire through the clotted graft were unsuccessful. The physician then decided to treat the lesions located in the native vessels. A 2.5 x 15mm pixel stent was successfully placed in the distal circulflex artery. The physician then decided to place the biodivysio 4.0 x 15mm stent in the proximal circumflex artery. As the stent delivery system was being prepped, the plastic stent cover with the wire located in the distal tip of the system was removed. It was then noticed that the stent was "missing" from the stent delivery system. The stent was located on the wire under the plastic cover, therefore, the stent delivery system & the stent were not used. The lesion was successfully treated with a zeta stent that was readily available in the cath lab. The patient was reported to have s-t segment changes on the EKG. An angiogram was performed & the physician reported that contrast staining was noted around the left main artery & the descending aorta. The patient was reported to become unstable & a vascular surgeon was consulted. An intra-aortic balloon pump was immediately placed & the patient was stabilized. The physician decided to treat another lesion in an unspecified native vessel when the patient went into ventribular fibrillation. The patient was defibrillated multiple times but expired shortly thereafter. The physician stated that "he does not believe that the device was contributing factor in the patient's death".